Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid leak, caused by a hole in the cuff. A new aus was implanted and there were no patient complications reported.